Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient wanted to replace her infusion set early due to the tubing came apart from site, and she did not know how that happened. At the time of the incident, her blood glucose level was 180 mg/dl. There was no damage to the infusion sets when the package was first opened. Reportedly, she changed her infusion set and resumed insulin successfully. No further information available.